Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 8 for the same event: it was reported that during an unspecified medical procedure, it was observed that eight broach-adapter-anterior devices popped open/unlocking while being used. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed, and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the broach adapter did not hold the actis broach securely and the locking latch unlocked when tested with the impactor (non-functional). It was further determined that the locking mechanism unlocked during use. It was determined that the adapter had a pre-design change. The design change was implemented to remove the material from two different surfaces to improve the latching mechanism by allowing the leaver to travel further when closing to address this issue. The assignable root cause was determined to be due to a design issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: upon further review of this complaint, it was determined that there was a total of seven broach-adapter-anterior devices associated with this event. Therefore, one of the eight broach-adapter-anterior devices has been excluded from this event and in the concomitant med products and therapy dates sections of the initial report. The event numbering represented in the initial report has been updated from ¿report 4 of 8 for the same event¿ to ¿report 4 of 7 for the same event¿. If additional information should become available, a supplemental medwatch report will be submitted accordingly.